Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach by design toothbrush, for dental cleaning (route-dental, lot number 1481156, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, the tooth brush broke where the rubber was on the top of the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach by design toothbrush, for dental cleaning (route-dental, lot number 1481156, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, the tooth brush broke where the rubber was on the top of the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The reported lot number 1481156 is an invalid format and a sample was not received. A review of the trending data by product family reach by design toothbrush for breaks/falls apart with use revealed no adverse trends. No changes were made to the design, formula, packaging or labeling within in a (B)(4) review period prior to the alert date of this complaint. Manufacturer reported a changed tool has been validated in 2010 for this toothbrush model and replaced the current one from 2008. Based upon an acceptable document review, lack of a sample, invalid lot number a root cause was not determined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.